Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective stimulation. A lead diagnostic confirmed high impedances throughout both leads. A manufacturer representative confirmed the ipg was inoperable. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein both leads and the ipg were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.